Event description:
It was reported that there was a leak occurring between the cannula and headset when the patient administered boluses. No adverse event was reported. The infusion set was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6).